Event description:
A haemonetics sales rep returned an orthopat machine which was no longer being used. No operator or donor injury was reported.

Manufacturer narrative:
A haemonetics sales rep returned an orthopat machine which was no longer being used. No operator or donor injury was reported. Upon eval of the returned device evidence of a fire was discovered. All damaged components were replaced including a burned ccd board and the machine is now ready for use. (B)(4).